Event description:
Per the clinic, the patient experienced a performance decrement with the device use subsequent to the surgeon inadvertently pulling out the electrode array while attempting to clean the external auditory canal by suction. The device was explanted under general anesthesia on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.